Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump failed the displacement test. No further details provided.

Manufacturer narrative:
The pump passed the rewind, seating, basic occlusion, occlusion, force sensor, self test and displacement tests. No pump error 38 was noted during testing. The pump was received with minor scratches on the lcd window.